Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video-assisted thoracoscopic wedge resection, on stapling lung tissue, the surgeon was able to press the green button, but was not able to squeeze the handle and the device did not fire. They replaced the device with a reload to complete the case. There was no patient injury.